Event description:
It was reported that during a lap cholecystectomy procedure, the device was firing metal pieces from the device. They were not whole clips. Another device was used to complete the case. No patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.